Event description:
Customer reports obtaining results of 374mg/dl on their device while the doctor's device read 179mg/dl and a lab read 190mg/dl. Comparisons were performed within 10 minutes. No treatment was received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.